Event description:
Pt had latex allergy. Staff was aware-signs posted on doors-nurse prepped and placed a latex foley. She immediately recognized her error and removed it. Some redness and edema to meatus noted. Silicone catheter inserted. Benadryl given. Pt monitored by anesthesia. No further reactions noted.